Event description:
Event description guidant received information that during the implant procedure for this right ventricular (rv) lead, the lead made a loop inside the right ventricle. Using a stylet, the physician successfully straightened the lead. After testing with a pacing system analyzer (psa), the patient experienced loss of capture and asystole. Since the patient exhibited an instrinsic rhythm of 47-50 bpm prior to the surgery, no temporary pacing wire had been placed. After a few seconds, there was intermittent capture and the patient was paced using the psa. The physician suspected that this lead was not been secured in the myocardium, resulting in the intermittent capture. The lead was removed and a new rv lead was implanted. He was not satisfied with the design of this lead (4471) and will not use it again.